Manufacturer narrative:
Continuation of d10: lead: 693558 implant date: (B)(6) 2011. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine logfile review the ventricular assist device (vad) revealed multiple motor start events with parameters outside of the typical range. The report was sent to and discussed with the site. There were no patient symptoms or complications associated with this event. No patient complications have been reported as a result of this event. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) motor start event recorded on 04/jan/2024 at 10:31:35 in which the motor start parameters were atypical. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 10:04:52, indicating that the controller was initially powered up without the driveline connected. Review of the alarm log file also revealed twenty-seven (27) low flow alarms logged since (B)(6) 2024. As a result, the finding was confirmed. Based on the available information, the device may have caused or contributed to the event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to powering up the controller without the driveline connected during initial setup of the controller. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.